Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Based on available parameter and usage information, the device was found to be below expected limits. No sources of high current drain were found throughout testing. The original battery was sent to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause of the depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.